Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose levels were in the range of 400 mg/dl, 48 mg/dl. The customer treated for high blood glucose with insulin pump and low blood glucose level with carbohydrate. Based on customer¿s report customer did not allege that the insulin pump had under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined troubleshooting for low blood glucose level. Insulin pump was not on auto mode. The insulin pump will not be returned for analysis.